Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." Evaluation of the returned component was inconclusive. The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report filed (B)(4) 2011.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2009. Subsequently, the patient began to experience pain and radiographs revealed tibial loosening. A revision procedure was performed on (B)(6) 2011 to remove the tibial component. All components were replaced with a competitor's knee.